Manufacturer narrative:
The investigation for this event is in progress. Once the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient implanted with a custom onkos intercalary tibia construct experienced subsidence at the proximal portion. The patient's index procedure took place on (B)(6) 2024. The patient was revised on (B)(6) 2024 to augment the proximal portion with bone cement and replace the four proximal screws. This event will be reportable as a serious injury, due to the revision procedure. This report captures the my3d personalized pelvic reconstruction cortical locking bone screw, fourth of the four proximal screws.